Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged product issue first occurred ¿a couple of weeks¿ prior to the alert date of (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that they developed the symptom of ¿shaking¿ on (B)(6) 2017 to (B)(6) 2017, however did not require any form of treatment as a result of this symptom. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.